Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The reservoir was visually inspected, and leak tested, there were no damage or abnormalities noted. The reservoir passed the leakage test. Visual inspection of the cylinders noted that the fist component had wear at a fold in the proximal end and distal end of the cylinder. The first cylinder presented three holes within the war in the proximal end. The second cylinder also had wear at a fold in the proximal end and distal end of the cylinder. The outer tube of the second cylinder had a hole on the proximal end; however, this damage was consistent with a sharp instrument. Upon functional testing, the second cylinder passed the leakage and pressure tests. Upon visual and microscopical inspection of the pump, bodily fluids were noted within the component. The kink resistant tubing (krt) had a leak consistent with fatigue. Due to the fluids identified within the pump, the component could not be functionally tested. Based on the information available and analysis results, the wear, fatigue and holes identified on the first cylinder and pump could have caused or contributed to the reported clinical observation of inflation issues. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A revision surgery will be scheduled to address the experienced. There were no patient complications reported.